Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath found the external valve torn which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Device history record (DHR) review: the DHR for cl14581 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review performed for the faradrive device confirmed that the event of "visible air/bubbles" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles," as analysis found the external valve torn, resulting in the occurrence of this event.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air was noted air was noted inside of the device and was not able to be flushed. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. It was further reported that no abnormalities were noted to the sheath during preparation. No leak in sheath or air was noted in the patient. A farawave catheter was inside the sheath when air was noted. Pressure bag irritation method was used.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air was noted air was noted inside of the device and was not able to be flushed. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. It was further reported that no abnormalities was noted to the sheath during preparation. No leak in sheath or air was noted in the patient. A farawave catheter was inside the sheath when air was noted. Pressure bag irritation method was used.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.